Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure of the right atrial (ra) leadless pacemaker (lp) with the use of a delivery catheter. During procedure, the ralp was repositioned after the first fixation due to high capture threshold and high pacing impedance. Post implant procedure, it was found that the patient had developed a pericardial effusion from a cardiac perforation due to the repositioning. Cardiac tamponade was suspected to have occurred. Pericardiocentesis was performed. The ralp remained implanted. Patient condition was stable.